Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced two low blood glucose level events. Her blood glucose levels were 56 mg/dl and 40 mg/dl. She also had a couple of bent sensor cannulas. The device was not returned.